Manufacturer narrative:
Sc-1160 (sn: (B)(6). The explanted device was analyzed and did not reveal any anomalies during the external visual inspection. Sc-2218-50 (sn: (B)(6). The explanted device was analyzed and did not reveal any anomalies during the external visual inspection.

Event description:
It was reported that the patient developed infection at the implant site. Symptoms of pain at the battery site and pus were noted. It was unknown if infection was device related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7072672.

Event description:
It was reported that the patient developed infection at the implant site. Symptoms of pain at the battery site and pus were noted. It was unknown if infection was device related. The patient was prescribed antibiotics and underwent an explant procedure.